Event description:
Covidien received a report alleging that the device was providing high readings of 93-95 on one channel. There was no patient harm or change in therapy reported.

Manufacturer narrative:
Covidien has requested return of the device for evaluation. The month of the manufacture date is not available.